Event description:
It was reported that camera head was not transmitting the images. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields in: b5, d8, d9, h2, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection; therefore, the failure is unable to be confirmed, and a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.